Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing moderate dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2016 by dr. (B)(6). Esophagogastroduodenoscopy (egd) performed 3 months after device implant did not demonstrate any hiatal hernia. Dilation was also performed. Device explant due to ongoing moderate dysphagia occurred without issue on (B)(6) 2018 by dr. (B)(6); a fundoplication was performed at the time of explant. Device was found in the correct position/geometry.